Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on on (B)(6) 2005. Legal counsel for patient reports patient allegations personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.